Manufacturer narrative:
Investigation summary: two loose 1ml syringes and one opened and empty blister pack from batch #9042756 (p/n 309628) were received and evaluated. The syringes were disassembled, and no visual defects were observed. The bd 1ml hypodermic syringe is a piston syringe under product code fmf, as described at 21 c.f.r. § 880.5860, intended for use by health care professionals for general purpose fluid aspiration and injection. Bd has only tested and validated this product for use in accordance with the referenced product code. The reported defect was not identified in the samples received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that foreign matter occurred with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, . "When inject with 1ml ll syringe,mixed histoacryl(glue)+lipiodol ultra solution(contrast media)+5%dextrose, histoacryl becomes hard in 1ml ll syringe." 3 occurrences reported before use.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: "when inject with 1ml ll syringe, mixed histoacryl (glue)+lipiodol ultra solution(contrast media)+5%dextrose, histoacryl becomes hard in 1ml ll syringe." 3 occurrences reported before use.